Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient as they reported that their interstitial cystitis suddenly flared up and their interstim was not helping event turned higher. Their urologist had closed their office moved out of state. They located the new doctor and their assistant helped in re-programming it but discovered leads 2 and 4 were broken. They did not have any idea why. Assistant was able to set up four programs using only lead 1 and 3. Their interstim had continued to eliminate nearly all their bladder pain for three plus years in this way. Patient's weight was reported. Lot numbers of leads were still unknown. There were no complications or that no further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead; product ID 3093-28, lot # j0316180v, implanted: (B)(6) 2003, product type lead.

Event description:
A patient reported she had two broken leads and that her device was not working for her. The patient stated that the last time she went in for programming the healthcare professional (hcp) told her she had two broken leads. There were no further complications that have been reported as a result of this event. The patient is implanted with interstim to treat interstitial cystitis (ic).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.